Event description:
The laser system showed temperature alarm at 40 degrees celsius. We are unaware about delay on treatment or pt injury.

Manufacturer narrative:
The problem was in the fan of heat sink system, the fan was reset and the laser system correctly worked. We are unaware about delay on treatment or pt injury.